Manufacturer narrative:
This report is submitted on november 10, 2023.

Manufacturer narrative:
This report is submitted on oct 09, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator, an infection with purulent discharge and wound dehiscence at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics for 10 days beginning (B)(6) 2023. On (B)(6) 2023, the patient was treated with another oral antibiotic prescribed till (B)(6) 2023. Following that, the patient was treated with IV antibiotic for a day, and topical antibiotic (specific date not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2023.